Manufacturer narrative:
Additional information in g1 - contact office first and last name. H10: received four used ch3397 and five new ch3397 devices. The leakage was not replicated at gravity pressure but at much higher pressures. The leakage occurred at the attachment between the ch3397 tubing and the drip chamber spike of the bd alaris sets. No other leakages were found on the sets. The reported product problem for leakage was confirmed. The probable cause for the leakage found was due to the ch3397 tubing and the bd alaris drip chamber spikes were not attached all the way flush together during use. A lot was reviewed with no issues noted.

Manufacturer narrative:
The device evaluation is pending.

Event description:
The customer reported that an oncology kit w/spiros®, red cap, bag spike w/clave® additive port leaked chemotherapy during priming. There was no patient involvement, no adverse event and no delay in critical therapy.